Event description:
A customer reported that a system message displayed indicating the "infusion lpas pressure was low in replacement" during surgery. There was no pt impact reported.

Manufacturer narrative:
The company representative examined the system. No abnormality was observed. The system was then tested and met product specifications. (B)(4).